Event description:
Service dept reported the following info: (1) a c1000 was returned for service. Return reason: broken valve. (2) technician noticed the fill tube was visually disconnected from the manifold. If the unit were to be filled, liquid oxygen would leak out the top case vents from the fill tube at the start of fill. The homecare provider (hcp) confirmed no injury is associated with this device.